Event description:
New information received noted that bluetooth telemetry lockout was noted on the icm. The device was interrogated to resolve the event.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was reported, and the patient's device was reported to be connecting with no issues. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.